Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested.

Event description:
The customer reported the device screen went blank. The customer reported an error code indicating the blower stalled. No patient harm was reported.

Manufacturer narrative:
On 4/4/1207 additional information: followed up with customer. The customer reported reinstalling the 2.10 software and the issue resolved.